Event description:
It was reported that "pt called to report that in (B)(6) of 2009, she experienced a dislocation of her hip. They popped it back in place. Then again on (B)(6) 2010, it came out of place and then was popped back into place again. The hip was revised on (B)(6) 2010. The revision turned out to be a total revision of all components. Pt stated that all the parts were corroded. The area had to be cleaned out totally before implanting new components. Pt found out that stryker had a recall and asked if her hip was part of the recall."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.